Event description:
A (B)(6) female patient called zoll customer support to report that she was receiving check belt and check therapy electrode messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages, check therapy electrode messages) was confirmed. Upon investigation, the pulse wire in the front therapy electrode cable was broken in between the distribution node and ECG b, resulting in check belt and check therapy electrode messages. The root cause for the broken pulse wire could not be positively identified, but was likely excessive force on the cable. No adverse event resulted from the broken pulse wire. The patient received a replacement electrode belt.